Event description:
The "20a" friend or family member of the patient reported they had made a couple of adjustments with the patient programmer (pp) and it does not seems to help the patient. The caller stated they wanted to change is so that the patient does not any accidents. The patient is currently on program 3 at 4.6 v and she is uncomfortable and was having more accidents since (B)(6). The caller also the program is ¿bothering her, but not doing anything.¿ the patient is feeling stimulation. The caller reported they have tried multiple adjustments with programs 1, 2, and 3. The caller noted the patient on (B)(6) 2016 the patient was on program 2 at 4.5 v and it did not help. On (B)(6) 2016 the healthcare professional (hcp) told them to switch back to the first program at 3.5v and that didn¿t help. The caller stated on july 4th 2016 they were back on program 2 at 4.3 v. On (B)(6) 2016 they were on program 3 at 3.9 v and then on (B)(6) 2016 then increased to 4.3 v, but the adjustments still didn¿t help. The caller confirmed they have 4 programs but they have not tried program 4 yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.